Event description:
It was reported during a trial procedure, the physician placed a lead which showed high impedance. The physician moved the lead several times to try to resolve the issue, and tested the lead intraoperatively. The physician decided to use a different lead to complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.